Manufacturer narrative:
Additional manufacturer narrative: if additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. If action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm aortic valve implanted seven (7) years, eight (8) months, underwent valve-in-valve procedure due to aortic stenosis. Physicians considered the surgical valve an early failure. Because of the low coronary anatomy, the patient was felt to need a basilica (tearing of the leaf coronary leaflet of the magna) prior to placement of transcatheter valve. Two 23mm transcatheter valves ended up being implanted inside the 25mm surgical valve. The patient became hypotensive and under angiography it was confirmed the left coronary was occluded. The patient subsequently became unstable, despite CPR, passed away.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b6, b7, d4, h4, h6 coding (type of investigation, health effect - clinical code, and device code). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event cannot be determined.

Event description:
Edwards received information a patient with a 25mm aortic valve implanted seven (7) years, eight (8) months, underwent valve-in-valve procedure due to severe aortic stenosis and insufficiency. Patent presented with congestive heart failure.